Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery, after an unspecified procedure. Reportedly, the device was difficult to remove from the patient's artery but it was ultimately removed with force. Manual compression was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.